Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records, complaint history and information provided to abbott vascular. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed for the leak noted during the procedure. It was reported that the hemostatic valve on the mitraclip steerable guide catheter (sgc) lost fluid column when the dilator was being removed from the anatomy. There was no challenging anatomy. After the dilator was removed, the hemostatic valve would still not hold fluid column. There were no other leaks noted on the sgc. The hemostatic valve was aspirated during removal of the dilator, but additional aspiration was performed at the hemostatic valve due to the loss of fluid column. There were no adverse patient effects. Another sgc was used to complete the procedure without further incident. Two mitraclips were implanted in the patient with degenerative mitral regurgitation (mr) reducing mr from 4+ to trace. No additional information was provided.